Event description:
Event description guidant received information that this device had no left or right ventricular output during a followup with the programmer. When enabling temporary mode on the programmer, the pacing stopped and there were no rv/lv markers. The patient slumped during that moment. Afterwards, the device was functioning normally. A technical services technican was able to determine the root cause with testing equipment in-house. The issue was with the noise response feature.